Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2009. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
The following fields are updated. Adverse event or product problem: from product problem to adverse event and product problem. Date of event. Relevant tests/laboratory data: ivc filter retrieval report, CT scans, x-ray, medications. PMA/510k: k072240. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "tulip, tilt, vc perforation, embedment, unable to retrieve, back pain." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. 510(k) k032426 not resolved. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/19/2017 as follows: patient received an implant on (B)(6) 2009 via the right internal jugular vein due to bilateral leg pain and swelling secondary to acute deep vein thrombosis. Patient experiences vena cava perforation, embedment and that the device is able to be retrieved. Patient alleges device tilt and back pain due to the device. Retrieval was attempted on (B)(6) 2009.